Event description:
It was reported that a patient presented with competitive atrial pacing, over-sensing of noise, and inappropriate automatic mode switch. No intervention was performed as the physician elected to monitor the patient. The patient was stable throughout.